Manufacturer narrative:
(B)(4); the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. The alert was able to be cleared and it was confirmed that the device was functioning correctly. Boston scientific technical services (ts) was contacted and a ts consultant discussed that a memory inconsistency had occurred in the device's memory that was self-corrected. The device is able to continue functioning normally. No adverse patient effects were reported.